Event description:
As reported by the exactech knee replacement study, the 56-year-old male had a left tka on (B)(6) 2013. The patient presented with inflammation / polyethylene wear without evidence of osteolysis on (B)(6) 2021 the action taken is other - arthroscopic synovial biopsy of right knee. This was a day case procedure, and upon review, was found to have been recorded as inpatient hospitalization. This is now considered an ae, not and sae and the outcome of this event is considered resolved on (B)(6) 2021. The case report form indicates that this event is possibly related to the device and definitely related to the procedure. This event is related to (B)(4) and was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
Concomitant device(s): 02-010-01-0340 - logic femoral ps cem right sz 4 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 200-02-38 - three peg patella 38mm pending evaluation.

Manufacturer narrative:
This case was found to be a duplicate of (B)(4) and all information was reported via 1038671-2023-00563.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The arthroscopic synovial biopsy and debridement reported may have been due to prosthesis wear of the tibial insert and inflammation. However, the reported event cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be fully assessed as the devices were not available for evaluation and no images, radiographs, manufacturing lot information, or detailed clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.